Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Additional information: 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 events for the failure: detachment of device or device component. 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99086. Supplemental rationale: corrected data: b5, h6, h11. 3 previously reported events were included in this follow-up record. Product return status: 3 devices were received. Evaluation findings (results/components). 1 device: mechanical problem identified / ball, spring. 2 devices: wear problem / switch/relay. Product disposition: 3 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 3 events for the failure: detachment of device or device component. 3 events had problem identified during non-clinical procedure; there was no patient involvement.